Manufacturer narrative:
Since surgical intervention is required to preclude permanent damage to a body structure, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a male patient received an osseospeed ev dental implant 4.2s 9 mm on (B)(6) 2017 in tooth position 3 (fdi # 16). X-ray documentation shows that the implant subsequently migrated into the sinus and probably moved in the sinus cavity. The reason for the displacement of the implant into the sinus cavity cannot be determined with available information. Migration of implants into the sinus cavity is a well-known complication while performing implant treatment in the proximity of the sinus cavity. The bone in the maxilla is often a more spongy bone type, thus possible causes could be extremely soft bone and/or mistake from the dentist during insertion of the implant. No further patient information is available at present.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.